Event description:
I suffered burns on my lower abdomen after using this product! I am still currently healing from. I have pictures documenting it as I was not sure exactly what happened at first. As I could not believe the heating pad actually burned me. FDA safety report ID #(B)(4).